Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber product returned used in unsealed pouch; the pouch exhibits no signs of tear and puncture; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber kit broke" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 5:40 minutes, 27,654 joules while using the surgical fiber during a prostate procedure, the "fiber tip broke." The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok." There was no injury reported.